Manufacturer narrative:
H6) additional information was received where customer explained that the work order received said, "nothing administered when the button is pressed on the pca pump. Customer is of the assumption it did occur while in use". There is no hard to be reported. This happened on the med/surg floor. That is the extent of the customer's knowledge on the pump.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved three separate accuracy tests and it was found that the device was within manufacturing specifications. Based on the investigation, the complaint allegation was not confirmed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that a cadd solis hpca pump, pump was having issues with delivery and the membrane was cracked.